Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported failure mode. Visual inspection found one of the electrode dislodged in between the grips. The instrument failed electrical continuity testing and failed the electrode gap test. There is a significant amount of bio debris on the grips. The instrument installed on an in-house da vinci surgical system passed recognition testing. The instrument successfully cut and delivered energy through the grips. The grip force test was performed and the instrument passed grip force testing in all wrist angles. It was concluded that the dislodged electrode was due to mishandling and misuse. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, the endowrist one vessel sealer instrument did not seal the patient's tissue properly. While there was no patient harm, adverse outcome or injury to the patient, recurrence of the reported sealing issue could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the endowrist one vessel sealer instrument was not cauterizing and properly sealing the patient's tissue. There was no report of any patient harm, adverse outcome or injury as a result of the sealing issue.